Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was suspending itself and did not alarm or vibrate. Insulin pump also received a no delivery alarm and a pump error alarm. Customer's blood glucose was unknown. Normal bolus was programmed and bolused into the air; bolus was recorded in daily history. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error alarm found in the pump history due to software error. Device was received with auto off alarm functioning properly. Device was received with corroded battery tube. Device was received with keypad overlay texture damage, missing end cap address label and minor scratches on lcd window.